Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level in the 250mg/dl range and small to moderate ketones. Correction boluses were delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. During a follow-up, the customer's clinical diabetes specialist reported that contact detach infusion sets were sent to the customer to address the issue.